Event description:
(B)(4).

Manufacturer narrative:
Batch review performed on (B)(6) 2015: lot 092851: (B)(4) items manufactured and released on (B)(6) 2010. No anomalies found related to the problem. To date, (B)(6) items of the lot have been sold without any similar reported issue. On (B)(6) 2015 it was confirmed that the stem will not be available for investigation. On (B)(6) 2015 the medical affairs director made the following evaluation, checking the x-rays received with the complaint: the radiograph shows a muscular and heavy man of (B)(6) (in 2010). The implanted stem may have been a little undersized, though it apparently worked well for more than 4 years. No report of traumatic events is available. The stem ended falling in varus position and eroding the medial proximal cortex. I cannot determine a root cause for this event. I suspect that the varus re-positioning for this event. I suspect that the varus re-positioning took place rather early, because the femur appeared to have deformed slightly. No definitive conclusion can be drawn with the available information.

Manufacturer narrative:
On 24 august 2015 it was prepared a final report with the information already submitted in the initial report. On 25 august 2015 the report was sent to the initial reporter and the case was closed.